Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. The bumper tip of the device showed no signs of damage. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the profile of the hypotube. The mid-shaft was kinked 3mm distal from distal edge of mid-shaft bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred the target lesion was located in a coronary artery. A 38x2.75mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the distal edge of the device was found lifted. The procedure was completed with another 38x2.75mm promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 38x2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the distal edge of the device was found lifted. The procedure was completed with another 38x2.75mm promus premier drug-eluting stent. No patient complications were reported and the patient's status was good.